Manufacturer narrative:
Device history record is under review. A visual inspection of 24 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated she was removing a tampon and it pulled apart - most came out with the string, but a small portion remained inside, this happened with 2 tampons.